Event description:
It was reported that during a percutaneous coronary intervention treatment procedure stent damage occurred. The lesion location and lesion characteristics are unknown. The physician advanced the 16mm x 3.50mm veriflex coronary stent delivery system up to the lesion. As the physician attempted to cross the lesion with this device, it was noted that "it was difficult to cross". The physician continued to attempt to cross the lesion for approximately five minutes, but was unsuccessful. The veriflex was removed and it was noted that the distal end of the stent was flared. The physician completed the procedure with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).